Manufacturer narrative:
The initial MDR 1226181-2016-00236 was filed on april 22, 2016. The first supplemental MDR 1226181-2016-00236_s1 was filed on april 28, 2016. Additional information (03/30/2016): while the siemens customer service engineer was onsite, he also calibrated the cuvette wheel temperature.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer had observed imprecision on creatinine samples. The customer stated that they obtained errors on the instrument and the cuvette wheel temperature was out of specification. A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and performed troubleshooting. The cause of the discordant, falsely low creatinine results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low creatinine (crea) results were obtained on multiple patient samples on a dimension rxl max without hm instrument. The discordant results were not reported to the physician(s). Sample ids la 17426, la 17483, la 17503, la 17518, la 17519, la 17526, la 17535 and la 17540 were repeated in replicates on the same instrument, resulting imprecise. All samples were then repeated on an alternate dimension instrument, resulting higher and matching the clinical picture of the patients. The repeat results from the alternate dimension instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine results.

Manufacturer narrative:
Additional information (03/30/2016): while a siemens customer service engineer (cse) was onsite, the cse replaced the photometer cables, measurement cable, lamp cables and source lamp. The cause of the discordant, falsely low creatinine results on multiple patient samples is unknown.